Manufacturer narrative:
Concomitant products: product ID: 8578, lot#: hg466cj10, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 12-mar-2022, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 31-aug-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 25 mg/ml via an implantable pump. The indication for use was spinal pain. It was reported that the patient noticed a reduction in the efficacy of the therapy, and went through withdrawal symptoms. The environmental, external or patient factors that may have led or contributed to the issue was noted as n/a. The diagnostics and troubleshooting performed was the cap (catheter access port) could not be aspirated. The actions and interventions taken to resolve the issue was the original spinal catheter and proximal pump segment were removed (as much as possible) and were placed with a new catheter. It was noted that the spinal catheter was not fully explanted, as the catheter did not move freely around the side of the patient. As much was removed as possible from pump and spinal incisions. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.